Manufacturer narrative:
Although the company representative observed an "autofill failure" alarm in the fault journal, there was no evidence of a "low vacuum" alarm and he was unable to duplicate either of the reported failures. While we cannot conclusively determine the cause of the reported alarm, autofill failures can be caused by compromised iab and do not necessarily reflect a malfunction of the system. The company representative completed the pm and replaced a defective power supply. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low vacuum" alarm and an "autofill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.